Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue of flickering image was confirmed due to worn- out video connector pins. In addition, universal serial bus memory port corrosion was validated. The investigation is ongoing. Therefore; the root cause of the reported event cannot be determined at this time. However; if additional information becomes available, this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Event description:
A user facility reported that the visera elite video system center image is flickering. In addition, the universal serial bus memory port corrosion was noted. The event occurred during an unknown therapeutic procedure. During a standard service inspection of the customer returned device, worn out video connector pins were observed. This report is to capture the reportable malfunction found at inspection. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
The aware date should be 08mar2022. Investigation activities have been opened to manage the actions related to the report and any required MDR reporting. In addition, h6 codes have been updated to reflection the device evaluation findings. This supplement report is submitted to provide additional information based on the legal manufacturer¿s final investigation. The review of the device history record did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. It has been over 6 years since the subject device was manufactured. The device evaluation additionally found corrosion on the base of the chassis. Based on the results of the investigation, the worn-out video connector pins likely caused the flickering image. However, the root cause of the worn-out pins could not be determined. Olympus will continue to monitor the field performance of the device.